Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the issue was resolved by replacing the unit's air separator chamber, pressure release valve, deaeration valve, and flow pump. The issue has not occurred again and the machine is operational. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported use of "filling of saline bag" was addressed by a CAPA.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A biomedical technician called the technical support line and reported a saline bag filling during recirculation mode as well as a leaking chamber full switch. There were no reported alarms. The drain line length and building drain height are both within specifications. There are no obstructions to the drain. He could not duplicate the problem. No pt was involved as the malfunction occurred prior to any treatment. The biomedical technician replaced the unit's air separator chamber, pressure released valve, deaeration valve, and also installed a new flow pump. He calibrated the unit with the new parts, and the machine is now functioning normally and is back on the dialysis floor.